Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the tip of the instrument broke after a few minutes of use. The tip was recovered easily. Another device was used to complete the case.